Manufacturer narrative:
No patient injury was reported. A gambro technical services (gts) field rep found dried blood leak in the blood pump rotor and in the blood pump housing raceway area. The prisma history treatment indicated that proper "pressure and blood pump malfunction" alarms occurred. The service technician replaced the blood pump rotor and the blood pump housing assembly. As corrective action, the preventive maintenance procedure has been modified to include rollers' washers replacement and a tool to check the roller occlusivity.

Event description:
After more than 48 hours of treatment time, the blood pump tubing segment developed a slow blood leak. Pressure and blood pump alarms occurred. Blood was not returned to pt.